Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer noted an air gap. The customers blood glucose level was reported to be ( 230 mg/dl). The customer changed supplies and delivered a bolus.